Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support if any issues recur.